Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the outer and inner packaging of lutonix 018 device. The labeling details in the packaging match with the information available in trackwise. The catheter appears to have been taken out of the packaging, as it us partially visible behind the inner packaging. However, based on the provided photo, there is no clear evidence to confirm whether the packaging was sealed or already opened. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported tear, rip or hole in device packaging as no objective evidence was provided for review. A definitive root cause for the reported tear, rip or hole in device packaging could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient was prepped for an angioplasty procedure using lutonix 018 drug coated dilatation catheter. Upon opening the package, it was reported that the sterile packaging for the dcb product was allegedly not sealed. There was no reported patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. D2b (onu; prc) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient was prepped for an angioplasty procedure using lutonix 018 drug coated dilatation catheter. Upon opening the package, it was reported that the sterile packaging for the dcb product was allegedly not sealed. There was no reported patient contact.